Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2016, the patient underwent percutaneous coronary intervention. Pre-dilatation was performed with a 2.5 x 20 mm dilatation catheter and a 3.0 x 23 mm absorb bioresorbable vascular scaffold (bvs) was implanted in the left anterior descending (lad) artery. Post dilatation was performed using a 3.0 x 9 mm non-abbott dilatation catheter. Angiography noted that the vessel lumen was restored. A 3.0 x 18 mm absorb bvs was then implanted in the right coronary artery (rca). Post procedure, negative changes were noted on electrocardiogram. Non-st elevation myocardial infarction was diagnosed. The patient was taken back to the cath lab for angiography. It was noted that there was no visualization of the lad and scaffold thrombosis was noted. Revascularization was performed and a 3.0 x 23 mm xience v stent was implanted. No additional information was provided.